Manufacturer narrative:
Eval summary: the analysis results for mcm20 instrument confirmed that it was returned in a good visual condition. The instrument was cycled and fed 1 malformed clip and 12 conforming clips. It was noted that the hoop spring was protuding from the handle. Upon disassembly of the instrument, the hoop spring and antibackup lever were found to be misassembled, therefore causing the feeding issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unk procedure that the clips would not advance. Another like device was used. There was no pt consequence.